Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, removed the cartridge and inspected the o-ring, ensured the area was clean, and reattached the cartridge correctly, successfully completing the load process and resuming insulin delivery.